Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has been experiencing urinary incontinence. A follow-up appointment has been scheduled. No further information has been reported in relation to this event.